Event description:
It was reported the pump indicated pressure changes without actual altitude changes. There was no reported adverse impact to the customer¿s blood glucose level. Customer was able to clear the alarm and resumed insulin delivery.